Event description:
Dr was performing hysteroscopy (lavh) procedure with the morcellator. When dr stepped on pedal, there was no power and the morcellator did not function. They had another handle, and cable brought in and tried that with no success; they powered down the unit and powered back up, but it still did not work. Hosp did not have a backup unit so the dr switched to open surgery to complete procedure. There was no adverse effect on pt; pt condition post-op was stable.